Event description:
The customer reported that while injecting subcutaneous azacytidine, nurse noted leaking around the needle. The item was a monoject magellan hypodermic safety needle.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h6 evaluation codes. Investigation summary: the device history record (DHR) for lot s14689 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation. A photo provided the customer was evaluated but does not show any leakage, therefore the reported failure mode could not be confirmed. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.